Event description:
The patient reported her patient programmer indicates her scs ipg battery is getting low; she is unable to charge it. A replacement charging system was sent to the patient. Follow-up identified the replacement charging system did not resolve the issue. The patient is working with the physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.